Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-30 (B)(4) (con, rep): information was received from a consumer with an implantable neurostimulator (ins) for unknown in dication. It was reported the patient has pain at the pocket site. The patient had met with the manufacturer representative (rep) several times over the past few months which started as traditional reprogramming. The patient reported continued pain at the pocket site. The patient was meeting with their healthcare provider (hcp) to schedule a pocket revision. No further complications were reported/anticipated.